Event description:
It was reported that during implant procedure, the doctor had trouble with the setscrew. The device was not implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. There was set screw damage noted.